Event description:
It was reported that the patient had a loss of therapeutic effect. The symptoms had a sudden onset. The patient only had 3 channels available. The patient had their device checked by a manufacturer representative in (B)(6) and they were told their lead might need to be replaced. The patient was trying to see a doctor to address their lead issue. There was no known accident or incident related to the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3998, lot# v341166, implanted: (B)(6) 2010, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3998, lot# v341166, implanted: (B)(6) 2010, product type: lead.